Event description:
It was reported that revision surgery was performed due to femoral head loosening.

Event description:
It was reported that revision surgery is schduled to be performed.

Manufacturer narrative:
(B)(4): details swapped.